Event description:
I replaced saline implants which had a capsular contracture with silicone allergan implants in (B)(6) 2010. Starting in (B)(6), I began to get migraines for the first time in my life (I was (B)(6)). Over the course of the next 8 years, my health began to decline: diagnosed with celiac disease, diagnosed with chronic low ferritin and iron deficiency anemia (despite eating a lot of red meat at that time), cataracts both eyes, optic nerve drusen, multiple scleroderma incidents, diagnosed probable rheumatoid arthritis/mixed connective tissue disorder, debilitating joint/connective tissue pain in hands/feet/neck, chronic daily migraines, sleep issues, brain fog, fatigue. None of these issues were present prior to (B)(6) 2010. I had explant surgery on (B)(6) 2019.